Event description:
A healthcare facility in (B)(6) has reported via a fisher & paykel healthcare (f&p) field representative that the bc190-05 nasal tubing 50mm's blue hook line (glider) was broken during use on a patient. The healthcare facility further reported that the event occurred while adjusting the bonnet and prongs. There was no reported patient consequence. The subject device bc190-05 nasal tubing 50mm was discarded and is not available for investigation.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject bc190-05 nasal tubing 50mm was discarded and was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility stated that the bc190-05 nasal tubing 50mm's blue hook line (glider) was broken during use on a patient. There was no patient consequences reported by the healthcare facility. Conclusion: without the return of subject device, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in michigan has reported via a fisher & paykel healthcare (f&p) field representative that the bc190-05 nasal tubing 50mm's blue hook line (glider) was broken during use on a patient. The healthcare facility further reported that the event occurred while adjusting the bonnet and prongs. There was no reported patient consequence. The subject device bc190-05 nasal tubing 50mm was discarded and is not available for investigation.